Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. By report, the device was in one piece after removal from the patient. The physician met resistance while manipulating the wire. The wire was recognized, zeroed and normalized. No readings were obtained. Another same manufacture¿s device was used to complete the procedure. The implant or explant dates are not applicable to this device. Concomitant medical products: no information available. (B)(6). Device not returned for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic coronary procedure, inside the body, after normalization, prior to measurement, while the wire passed through high bend vessel (#12), the manufacture¿s wire tip broke and stretched. The wire was retrieved with a microcatheter (caravel; asahi intec) covered on the wire. There is no patient injury. This adverse event is being submitted because additional intervention via a microcatheter was required to retrieve the manufacture¿s device. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). The tip coil was stretched, but not broken. Core wire was found broken in three sections, but the segments were held by the stretched tip coil. There are no signs of missing core wire material. The probable cause of the reported damage is damage in use as evidenced by the distal coil stretched on the device. Manipulation and strain on the wire can cause damage to internal components and can result the stretched distal coil and consequently core wire break. Unfortunately, we could not conclusively determine how the damage occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.